Manufacturer narrative:
Section d4: device expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was damage along the bend relief on the primary system controller on the white and black power cables, as well as multiple tears to power cords and modular cable. One tear on the white power lead had green appearing residue, which looked like water ingress. The patient reported good compliance with shower bag to avoid any water damage. The patient had low voltage advisories, due to letting the batteries drain down until the first yellow diamond alarm appeared. The primary system controller and modular cable were exchanged. Log files were submitted for review and captured a few low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller¿s bend reliefs being damaged was not confirmed; however, the reported events of fluid ingress and a tear within the power cable were confirmed via an image provided by the customer. One of the controller¿s power cables was observed to have been taped with dark green fluid underneath the tape, also indicating that the cable¿s outer jacket was torn. Data from the reported event date of 13may2024 was reviewed within the provided log file. The pump operated at intended speeds while connected to the driveline, and no atypical events were observed. The system controller (serial number hsc-016847) was not returned for analysis. Available information for this event indicates that the controller was successfully exchanged. The root causes of the reported events were unable to be conclusively determined through this analysis. However, the reported damage to the power cables and bend reliefs could have contributed to fluid ingress building up within the power cables. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.